Event description:
In 2000 during a delivery, electrocautery was brought into contact with the leg of the pt causing a burn. In addition, two of the toes on the foot were burned off and others were disfigured. The pt's family member also sustained a burn to her leg.